Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a leak in the left cylinder. All ipp components were removed with the exception of the reservoir that was surgically abandoned; a new ipp was then implanted. There were no patient complications reported. The explanted components are not expected for return. A supplemental report will be filed should additional information be received.